Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(6).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver had previously passed the system check but exhibited a compressor malfunction alarm approximately one minute after being attached to patient. There was no reported adverse patient impact. The customer also reported the patient was subsequently switched to a backup driver.

Manufacturer narrative:
The customer-reported issue was confirmed by patient file review. The root cause of the fault alarm was determined to be the driver starting up without a load. Since the companion 2 driver's drivelines are not connected to a patient at driver start up, there is no load on the system. This can cause additional stress on the compressor occasionally causing a single compressor malfunction alarm. The alarm is recorded immediately; however, it does not appear on the companion 2 driver display or annunciate until the gui software has completed its full boot-up which takes approximately two minutes. Investigation testing determined there was no evidence of a device malfunction. Syncardia has a corrective and preventive action (CAPA) to address this issue. Syncardia has completed its investigation and is closing this file. Ce 5654 follow-up report 1.